Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the buttons not responding. No blank display was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.